Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, de novo lesion in the mid right coronary artery (rca). The 2.75 x 8 mm nc trek balloon catheter was advanced and given positive pressure thru the indeflator to nominal pressure. During first inflation, before nominal pressure was reached (around 10 atmospheres), the balloon ruptured. A second 2.75 x 8 mm nc balloon was placed and finished the case. There was no resistance during advancement or removal of this device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.